Event description:
During revision of previous acl repair, surgeon hit competitior's bio-absorble implant upon insertion of a second ar-1915sf. Surgeon hit it with hammer to seat it properly but top of implant broke off when removing driver. Remainder piece left fully seated in pt. No adverse consequence reported with pt as a result of event. This device is used for treatment.